Manufacturer narrative:
Insulin pump received with button error alarm and had unresponsive buttons due to corroded keypad traces. Insulin pump had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer reported that the insulin pump also alarmed button error. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm or keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.